Event description:
Pt receiving remodulin by continuous subcutaneus infusion, set changed every 3 days. Subcutaneus catheter broke off sometime during this and was discovered when ready to change site. Pt and family member were able to extract the piece from skin. Pt suffered no apparent adverse event from not receiving medication.